Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 144 mg/dl at the time of the call. The customer stated that they were not wearing the pump for some time and had just reconnected to the pump recently. The customer had high blood glucose of 353 mg/dl. The customer declined trouble shooting the high blood glucose and stated that they had resolved the no delivery alarm issue on their own. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.